Manufacturer narrative:
(B)(4). Batch # m53j6z.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure, the surgeon used two black reloads on the pylorus and then green reloads were used during the rest of the procedure. On the last firing with a green reload on the fundus, a noise was heard during the firing and afterwards it was noted that one of the middle staple lines was not formed. The staples were not in a proper b form shape. The malformed staples were noted on the patient side. The reload was inspected and it was noted that there were staples standing straight up in the reload. Buttressing was used with all of the firings. The surgeon completed the case by oversewing the staple line. An egd was done to inspect the staple line. There were no patient consequences reported.